Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Intermittent or no operation due to an open condition in the handpiece cable. Clogged duckbill filter causing poor air/powder flow, flattened pinch tube restricting air/powder flow, powder buildup in the bowl and cap threads causing an air leak and poor powder flow. Debris buildup in the water solenoid, poor water flow regulation, hardened and deteriorated water supply hose. Leaking air solenoid.

Event description:
While using a g120 scaler, there was low water flow and the handpiece was getting hot; no injury resulted.